Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with swelling on the pacemaker site. Upon examination, a small open wound was noted at the left side of the device pocket with a small draining sinus. Along with erosion, patient also developed infection. The device and the leads were explanted. The patient was in a stable condition before, during and after the procedure.